Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-29. H6: investigation summary a total of twenty five samples were received for evaluation by our quality team. After visual inspection of all product, several defects were observed; two syringes had the stopper improperly assembled onto the plunger with no other visible defects that could have contributed to the defect, thirteen syringes were noted to have a damaged barrel, twelve noted to have damage near the flange, three syringes were bent, the scale on one syringe was printed, however, it was not clear, two had a damaged thumb press, and four syringes were observed to have embedded material in the barrel and thumb press. A device history review was performed for the reported lots 2005351 and 2005350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observed defects. As there were multiple defects observed, the failures and causes are further outlined below: stopper separation from plunger: there was no damaged observed on the plunger rod or other components that could have contributed to the stoppers being improperly assembled. The assembly machine has a vision system to detect for missing or improperly assembled stoppers, rejecting any product identified. There were no incidents documented related to any failures with the detection system. While we cannot identify a direct issue, this issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Damaged barrel/thumb press: during the molding process of product from lot 2005350, product with damaged wings( flange) was identified by the operator. The area where product is stored before assembly was emptied of any product and manufacturing resumed. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. All molding parameters were reviewed and verified machines were operating under the correct limits. While no direct issues related to damaged product were identified, this incident is likely related to the product jamming within the manufacturing equipment. Bent syringe: this product is manufactured in bulk and stored in bags. If the bags or closed too tightly or product is stored under pressure, this can cause deformities on the device as seen in the bent syringes. Scale marking issue: although we could not identify a direct issue, this can be related to a failure in the patters or flaming system that transfer the ink onto the barrel to create the scale. Embedded material: machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. Manufacturing personnel have been notified of these incidents to increase awareness. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that 50 ml bd plastipak¿ luer-lok¿ syringe experienced 12 cases of device damage/deformation, 2 cases of broken plunger rods, 6 cases of scale marking issues, and 2 cases of damaged stoppers. The following information was provided by the initial reporter:= 11 syringes with broken wing (on barrel); 1 syringe with broken plunger rod; 1 syringe with scratch in scale marking; 3 syringes with ink errors; 1 syringe with deformed plunger stopper; 1 syringe with broken off the top of the plunger; 2 syringes with black ink dots; 1 syringe with deformed end top; 1 syringe with broken wing (on barrel); - 3 syringes with scratches / spots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2005351. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-05. Medical device lot #: 2005350. Medical device expiration date: 2025-04-30 . Device manufacture date: 2020-05-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 50 ml bd plastipak¿ luer-lok¿ syringe experienced 12 cases of device damage/deformation, 2 cases of broken plunger rods, 6 cases of scale marking issues, and 2 cases of damaged stoppers. The following information was provided by the initial reporter: 11 syringes with broken wing (on barrel) 1 syringe with broken plunger rod. 1 syringe with scratch in scale marking. 3 syringes with ink errors. 1 syringe with deformed plunger stopper. 1 syringe with broken off the top of the plunger. 2 syringes with black ink dots. 1 syringe with deformed end top. 1 syringe with broken wing (on barrel). 3 syringes with scratches / spots.